Event description:
It was reported that the procedure was to treat a heavily calcified superficial femoral artery. The 5.0x200mm armada 35 balloon dilatation catheter (bdc) reached the lesion and ruptured below nominal pressure during the first inflation; however, the extract pressure is unknown. Another armada 35 was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.